Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient awakens nocturnally with a "twitch" and that this is associated with the atrial lead position check feature of the right atrial (ra) lead. The lead remains in use and reprogramming is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no malfunction on the right atrial (ra) lead and that the issue related to the ipg. The device remains in use.